Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the battery on the insulin pump depletes in 3 days. The customer stated that the device always shuts off at night when she is asleep. She recalls receiving a battery out limit alarm but not any other alarms. Customer confirmed she does not receive a low battery alert prior to the battery losing power. The customer could not reprogram date and time since she did not have another battery. Customer was advised that a battery cap replacement would be sent and to monitor the insulin pump when putting the new battery and battery cap. Blood glucose value is unknown.